Manufacturer narrative:
The product was returned for analysis. Power and resolution of the iol was verified and is acceptable. A reading for efl (effective focal length) of 29.011 was obtained. The efl limits for company 13.5d model are: efl min 28.195 to efl max 29.282. The root cause for the reported complaint could not be determined. The sample evaluation confirms that the iol is within the specified resolution and efl ranges for a company lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that the patient was doing well with new iol of same power.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced unexpected refractive -7.00 d outcome. Additional information has been received that the refractive surprise was -6.50 now more than 1 week post op. The lens was explanted. Additional information has been requested.